Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
(B)(4).

Event description:
This system was explanted and not replaced and the patient has died (per the hospital to patient tracking). Per our field rep., this patient's system was removed due to infection. He was not aware that the patient had expired. An obituary search provided that this patient expired on (B)(6) 2015. We do not know when the system was removed for infection and if it had anything to do with the patient's death or what the patient expired from. Requests were made to the hospital's patient records department for the explant date, but those requests have not been answered.